Manufacturer narrative:
Technical services discussed possible causes. As this patient is terminally ill, the physician has elected to monitor as they are electing not to put this patient through a surgical procedure. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had been lost to follow-up. Upon interrogation, it was revealed that the counters had not been cleared since implant. Thresholds are fine, however, pacing impedances on a non-boston scientific defibrillation lead have been > 2000 ohms. Noise was also present, however it looked like myopotential verses mechanical. The noise was not recreated. No adverse patient effects were associated with this issue.